Event description:
The patient received intrathecal baclofen since (B) (6) 2004. The catheter was replaced (B) (6) 2005 due to a seroma at the catheter insertion scar site, suggestive of a cerebrospinal fluid leak.

Manufacturer narrative:
(B) (4).